Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. The surgeon reported that the shell was "a little vertical". A pre-revision x-ray provided by the rep also cites a limb length discrepancy of 7mm. Intra-operatively, the shell and stem were noted to be well-fixed. Rep also provided primary and revision implant sheets and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding malposition of an adm shell involving a femoral head was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Tibial bearing or hip liner including femoral head "block" access to the joint space and therefore with almost any revision surgery for whatever reason, these components are removed, more so because they are usually modular and removal is easy and straightforward. A full complaint investigation was completed for the adm shell within this pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised. The surgeon reported that the shell was "a little vertical". A pre-revision x- ray provided by the rep also cites a limb length discrepancy of 7mm. Intra- operatively, the shell and stem were noted to be well-fixed. Rep also provided primary and revision implant sheets and reported that no further information will be released by the hospital or surgeon.